Event description:
"Caller alleged discrepant accuracy results compared with venous lab. Results as follows:" date: (B)(6) 2012, inratio: 6.4, venous lab: 1.4. Time elapsed between each test method is five minutes. Patient's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.